Event description:
It was reported that, "the pt alleges failure of his hip prosthesis."

Manufacturer narrative:
The info in this report was provided by (B) (4) legal affairs dept. No add'l info is available at this time. The device is not available due to the ongoing litigation. Should device or add'l info become available, the eval summary will be submitted in a supplemental report.